Event description:
Per complaint (B)(4), a carrier was unable to be separated from a dental implant with a hex wrench during initial placement. The screw attaching the carrier to the implant appeared to be stripped. The implant was removed and the patient was sutured. The area was prepared again for another implant placement attempt in the future.